Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and failed. A review of the share logs was performed and signal loss over one hour was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter, defective. The reported event of signal loss over one hour is reportable based on the customer complaint was confirmed because the transmitter failed the pairing test for this transmitter, (B)(6). Also, there was an indication of a transmitter loss of connection for another transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.